Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The reported issue with the instrument could not be replicated nor confirmed. The instrument was placed and driven on an in-house system, and it passed the initialization, recognition, and engagement tests. The instrument moved intuitively with a full range of motion in all directions. There was no hesitation or lag noted. The jaws opened and closed properly. There was no problem detected. The instrument was found to have the main tube bent. The instrument was compared to an in-house golden instrument and found to be bent. The damage is located at the midpoint of the main tube.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, the tip/wrist of the vessel sealer extend (vse) instrument was not articulating well. It was floppy and unusable. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up and obtained additional information. The vse instrument was not articulating well. It was floppy and unusable. Issue did occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. Surgeon was actively using the vse prior, but it stopped working. Surgeon attempted to move it, but it would flop. Surgeon was not able to control it for it to go in the intended direction. There were no lag and timing of instrument of appropriate. No shakiness or friction was observed. There was no instrument-to-instrument or system arm-to-arm interference. There was no external collision. Staff are observant of the arm tips. Issue was persistent. A new instrument had to be opened since surgeon was unable to properly control and use the instrument. Instrument was returned and procedure not recorded.